Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a fracture. High impedance measurements had also been noted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported high impedance measurements were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.